Manufacturer narrative:
Patient presented with signs of an infection, but during extraction surgery no signs of infection were present. The implant was retrieved and sent to a 3rd party laboratory for evaluation per pas002 "exponent pro.214, intrinsic barricaid retrieval protocol" results of pas are submitted annually. No cause linked to the device at the time of this report.

Event description:
Patient had potential disc infection (unrelated to barricaid) and required plif. During reoperation, surgical site was found to be normal (i.e. No signs of inflammation, infection, osteolysis, or wear debris) and implant was intact and found in proper position. Device was removed using intrinsic's removal tool.

Event description:
Patient had potential disc infection (due to elevated inflammatory markers) and/or potential recurrent disc herniation (unclear based on imaging) and physician's treatment plan was to perform a plif. During reoperation, surgical site was found to have gross signs of infection. Device was removed using intrinsic's removal tool and the disc surface was prepared for fusion. The patients disc material was sent for cultures and was found to be pseudomonas that was growing.

Manufacturer narrative:
Due to a request by the FDA for additional information about this incident, a follow-up request was sent to the physician to understand why a fusion was the treatment option for an infection. The physician stated on (B)(6) 2023 that they have not had much success with wound wash out and treatment with antibiotics in these types of cases and would rather prevent a 2nd reoperation to fuse later if the initial therapy was not successful. Additional details about infection being present around the implant were noted by the physician during this follow-up communication. The device batch records show the implant used was sterilized, and the type of sterilization would have been able to kill off any traces of pseudomonas. There have been no other complaints for infection from this lot therefore intrinsic does not believe our device was the source of this infection.